Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray showed a stretched and fractured fixation helix during the implantation procedure. The analysis of the returned lead confirmed the above mentioned damage. Furthermore, the inner conductor coil was found deformed directly next to the lead tip, which most likely resulted from over rotation of the is-1 connector pin during the attempt to remove the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that an attempt was made to position the lead on the his bundle, without obtaining optimal parameters. After several attempts to remove it from the site, a lead fracture was observed and the lead screw remained in the myocardium. The lead was replaced with a new one.